Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port of a large volume infusor leaked from the filling port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from august 27, 2018 - august 29, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed and a leak at the fillport was identified. The reported condition was verified during initial inspection and due to the nature of the reported problem, no additional testing could be performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.